Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint states that the device was discarded by the customer, therefore not available for evaluation. We cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek switzerland reports an event as follows: it was reported the fms pump didn¿t stop running and filling its chamber with water; the irrigation roll started spinning excessively and started emitting a loud noise. The issue occurred during two separate procedures. After the first procedure a loaner pump was sent. During the second procedure, the same problem occurred with the loaner but with the same inflow tubing lot. And this time, despite the noise and behavior of the pump, the surgery was performed without changing the tubing or any further check. This report captures the second procedure. The first procedure is captured on related complaint (B)(4). This report is for an inflow tubing. This is report 1 of 1 for (B)(4).